Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, during the device evaluation, foreign objects were found in the air/water tube and air/water channel. Based on the results of the investigation, it is likely that the foreign objects found were due to the use of silicone-based products (such as simethicone, defoaming agents and lubricants), which can cause deposits of white foreign material. If the customer used such products, there is a risk that foreign material may remain in the channel, even if reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and are therefore not recommended for use by olympus. However, the root cause of why the foreign objects remained in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colono videoscope had an e315 communication error. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.